Event description:
A pt reported that she had been experiencing a constant pain in her ear for many months. Approx one month later, the pt underwent a full revision surgery. The surgeon reported that the pt had good seizure control with vns, but stated that she had experienced side effects including coughing, voice alteration, and dysphagia. No further info regarding the pt's symptoms is available to date.

Event description:
Product analysis on the generator was completed on (B)(6) 2011. Results of diagnostic testing and monitoring indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Attempts for additional information have remained unsuccessful.

Event description:
The explanted products were returned to the manufacturer on 11/09/2011. Product analysis on the explanted lead has been completed; however, analysis on the generator is still underway. An analysis was performed on the returned lead portions. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Attempts for additional information have remained unsuccessful.

Manufacturer narrative:
Expiration date: initial report inadvertently listed the incorrect expiration date.